Manufacturer narrative:
Concomitant medical products: 6935m lead, implanted: (B)(6) 2016; ddbc3d4 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited high impedance, oversensing, noise, and had fractured. The lead was explanted and replaced but was damaged by the laser extraction process. A left ventricular (lv) lead was attempted to be implanted during the procedure but the patient's coronary sinus was perforated or had ruptured. Pericardial effusion and cardiac tamponade then ensued. The patient had become hypotensive and required pericardiocentesis, a transfusion and a median sternotomy to repair the ruptured coronary sinus. No lv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.